Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device has no water left after 3 hours and the device is heating too much. There is a burning smell when the water is gone. The device is plugged into the ac outlet. The patient reports they are doing ok. There is no report of flames, melting, warping or void/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device has no water left after 3 hours and the device is heating too much. There is a burning smell when the water is gone. The device is plugged into the ac outlet. The patient reports they are doing ok. There is no report of flames, melting, warping or void/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿burning smell¿ is classified as low and does not present a serious risk to patient safety.